Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of lead fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to a lead fracture. The patient alert also triggered, and the right ventricular (rv) lead exhibited a high number of short v-v intervals and high impedances. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.